Event description:
Information was received from patient regarding an external device. The reason for the call was that the patient reported the controller was not charging or holding a charge. Patient stated that at one point the controller went blank and that resetting it did not resolve the issue. Patient also stated that they kept the controller plugged into an ac power supply, but it was still not working. Agent instructed the patient to plug the controller into the ac power supply without the battery pack, and the patient confirmed that the controller powered on. Patient then reinserted the battery pack and verified that the controller was charging. Patient unlocked the controller and confirmed that the controller was red. Agent instructed the patient to monitor the issue and call back if it persists. History: patient mentioned that they had previously met with an manufacturer representative(rep) for reprogramming due to a recharging issue. No symptoms were reported. [See general text info for details on omitted information.] Patient called back and mentioned previous information in this case. Patient mentioned they thought the battery in their controller had bitten the dust and they couldn't get it to hold a charge. Patient clarified that the controller would say charged then they would charge their implant and within a couple of minutes they would get a notice saying the controller battery was 'dead' and that it needed to be recharged. Patient had not been able to charge it more than 30% (agent understood this as the implant). Patient mentioned once they plugged the recharger they would have to keep moving the paddle and it wouldn't make a good connection and in the rare event that they could connect then not even a minute and they would get the controller needs to be recharged message. Patient did not have their controller or recharger with them. Agent reviewed information and advised patient to call back once they had their equipment. Patient mentioned their implant hadn't been working for probably going on 2 months and they were having to take narcotics in order to manage pain. Patient also mentioned they met with their representative last year between august and october to reset their 'preset stuff'. Patient had the controller plugged in the wall for a long time and it was first flashing green and then was displaying solid green. When patient attempted to charge the ins (which was dead), in less than 5 minutes it told the patient the controller needed to be recharged. Had pt take the battery out and plug the controller in the wall. The controller powered on. It showed memory problem. Pt repeated the set up. Patient inserted the battery pack and the light was flashing. Had pt try plugging the recharger telemetry module(rtm) and it showed no device found. Patient pressed recharge and started going through passive recharge mode. It then showed to charge the controller. Patient had the controller plugged in all night. A request was sent to repair to replace the battery pack. Patient also added that they had been struggling with charging the controller for 6 week. Per additional information received from manufacturer representative (rep). Rep followed up with the patient who reported that they received the new battery pack for her controller, is back up and running and having great relief. No provider was contacted as the new battery pack fixed the issue. Patient called back stating they received their replacement battery pack and that worked great for a couple of weeks, but now they cannot charge their implant, as when they try to charge the recharger cord gets really hot and smells like burnt wires. The issue was not resolved. A request was sent to replace the recharger. Patient mentioned this was all their original equipment.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd:, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.